Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. While on support the patient had low pump flows and experienced ventricular tachycardia (vt). While the impella was being repositioned, the patient developed monomorphic vt with a pulse. The impella was gently pulled back and repositioned after the ventricular irritability subsided. The patient was successfully weaned from the impella and the device explanted.